Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer has received excessive no delivery alarms and has found the cannulas bent upon extraction. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.